Manufacturer narrative:
(B)(4).additional narrative: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "disconnected tubing" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the tubing of one (1) ce infusor lv10 device became disconnected from the luer lock area during storage in the overpouch. The device was filled with 240ml of ceftazidime (25mg/ml; (B)(4) sodium chloride diluent used). There is no patient involvement. No additional information is available.